Event description:
It was reported that a patient experienced a critical battery alarm (shown on display) with high priority. The patient stated that at this time both batteries were showing three bars on the battery gauge. The patient connected a different battery and called the hospital; the facility sent the patient two new batteries as replacements. There were no log files available, due to the fact the patient could not go to the facility. There were no noted effects to the patient; "he didn't feel a pump stop or other physical influence as a result of the event". No additional information is available.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed via log files. Analysis of the batteries revealed that (B)(4) met specifications, but (B)(4) failed to meet specifications. Functional testing revealed that (B)(4) failed due to a faulty internal cell pair that prevented the unit from operating normally. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty internal cell. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc. An internal investigation has been opened by the manufacturer. Fsca apr2014 was distributed to reinforce proper power management. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth.

Manufacturer narrative:
Lvad still implanted. Batteries were returned for testing. (B)(4): manufacturing date: 2014-07 - the returned battery passed external visual inspection and functional testing. This battery showed no issues when tested with in-lab test equipment, and therefore performed as required. Testing completed on (B)(4) 2015. (B)(4): manufacturing date: 2014-07 -the returned battery passed external visual inspection but failed functional testing. The battery exhibited early depletion of a cell pair, which caused the cell pair voltage to drop below the minimum voltage threshold. Heartware has initiated an internal investigation to further evaluate this issue. Testing completed on (B)(4) 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information for use states: visual and auditory alarms tell clinicians and patients about the pump, controller, connections, and power supplies (batteries, ac adapter, dc adapter). Alarm conditions are classified as high, medium or low. Each of these alarms has a 1) unique sound, 2) visual display (flashing red, flashing yellow or yellow) and 3) message. When an alarm occurs, two lines of text appear in the controller display. The first line describes the alarm and the second line tells you what to do. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Batteries were returned for testing.